Event description:
Caller states patient received result of 209 mg/dl on the inform system and 498 mg/dl on lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
Pt was revised because the ring disassociated from the liner.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.